Event description:
It was reported that a pump failed flow rate testing during regular preventative maintenance testing. The customer stated that the pump was under infusing consistently between 6.5% and 6.25%. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A flow rate test was performed per the spectrum preventive maintenance procedure and inaccuracies of approximately - 28% were observed. However, additional flow rate tests were performed with the device passing. Further engineering evaluation of the device is required and when completed, a supplemental report will be submitted. At this time, the date of event is unk.